Event description:
It was reported that the patient's filter broke and migrated. The patient had a greenfield vena cava filter implanted on (B)(6) 2001. On (B)(6) 2016, the patient underwent a computerized tomography (CT) scan of his abdomen and pelvis. On (B)(6) 2016, the patient was informed that the CT scan performed on (B)(6) 2016, revealed the patients filter had migrated and become "chronically embedded." The filter struts had perforated through the wall of his vena cava and there were multifocal penetrations of the filter struts into his retroperitoneum and psoas muscle necessitating the need for immediate removal of the filter. The patient had their filter removed from the right iliocaval region on (B)(6) 2016. Subsequent to the surgical removal of the filter, the patient was admitted to the intensive care unit due to complications from the procedure which included hemorrhagic shock, respiratory failure and abdominal compartment syndrome.

Event description:
It was reported that the patient's filter broke and migrated. The patient had a greenfield vena cava filter implanted on (B)(6) 2001. On (B)(6) 2016, the patient underwent a computerized tomography (CT) scan of his abdomen and pelvis. On (B)(6) 2016, the patient was informed that the CT scan performed on (B)(6) 2016, revealed the patients filter had migrated and become "chronically embedded." The filter struts had perforated through the wall of his vena cava and there were multifocal penetrations of the filter struts into his retroperitoneum and psoas muscle necessitating the need for immediate removal of the filter. The patient had their filter removed from the right iliocaval region on (B)(6) 2016. Subsequent to the surgical removal of the filter, the patient was admitted to the intensive care unit due to complications from the procedure which included hemorrhagic shock, respiratory failure and abdominal compartment syndrome. It was further reported the complications occurred (B)(6) 2016. Coil embolization with stent graft placement occurred on (B)(6). Decompression laparotomy with blood product aspiration occurred on (B)(6) and the patient was taken to the operating room with general surgery to remove the wound vac and two intra-abdominal lap pads on (B)(6). The patient was then taken to the floor after closure of his open abdomen. The patient had pain adequately controlled initially with tylenol, dilaudid, roxicodone, lidocaine and toradol. The patient had a tube placed while awaiting return of his bowel function. Supplemental intravenous fluids and protonix was administered in the intensive care unit. A chest x-ray on (B)(6) showed improvement of previously diagnosed bilateral pleural effusion. The patient was given lasix for four consectutive days to correct fluid overload from initial resuscitation with k repletion. The abdominal wound was losed with steri-strips and covered with abdominal binder. The patient requested oral pain medication and expressed adequate pain control with ibuprofen and tylenol. The patients diet advanced slowly as tolerated. By the discharge day, the patient had been non-fever for greater that 24 hours, was tolerating a regular diet, ambulating, voiding independently and had pain manageable with oral medication. He was discharged in stable condition on (B)(6) 2016.